Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks and moisture and part of the pump pulled off and the damage was all over the pump. Customer stated the pump went through washer machine but the device is busted. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was returned with detached and missing end cap. The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump had moisture damage on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the reservoir tube window corner.